Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. With a test battery cap, the pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with normal operating currents and no unexpected off no power or low battery alarms were noted. All the buttons functioned properly and no moisture damage on the keypad traces, under the lcd screen, electronic assembly or motor was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she went into the lake and forgot to take off her insulin pump beforehand. The customer let the device dry and the device seemed to function well until the next day. The customer's insulin pump display became blank. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was also more frequent occurrences of low battery alerts since the moisture exposure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.